Manufacturer narrative:
Device is a combination product.

Event description:
Evolve ii clinical study with patient identifier it was reported that in-stent restenosis (isr), angina and ischemia occurred. In (B)(6) 2013, the subject was diagnosed with myocardial infarction and referred for cardiac catheterization. Target lesion #1 was located in the proximal left anterior descending artery (lad) with 99% stenosis and was eight mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 12 mm study stent. Following post-dilatation, residual stenosis was 0%. That same day the subject was discharged on dual antiplatelet therapy. In (B)(6) 2018, the subject presented with progressive complaint of exertional chest pain for the past one month and was noted to have angina and symptoms of ischemia. Gated spect wall motion and stress cardiolite test revealed evidences of exercise induced ischemia and a small degree of previous infarction chest wall attenuation in the anteroseptal segment (lad territory). New evidences of borderline decrease in global left ventricular function and significant segmental wall motion abnormality in the distal anteroseptal and anterior segment was noted. Echocardiography report revealed normal left ventricular size, normal systolic function, trileaflet mildly thickened aortic valve, traces of physiological mitral regurgitation and pulmonary regurgitation. The 90% isr located in the edge of proximal lad was treated with placement of 3.00 x 12 mm promus des overlapping with the previously placed stent. Following post-dilatation, residual stenosis was noted to be 0%.